Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. The reported phenomenon was reproduced. The device did not turn on due to a g1 board failure. The liquid crystal display was scratched. The sdi1 connector was out of order. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the device did not turn on. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reason the device didn't turn on was because the g1 board failed. The exact cause of the failure of the g1 board could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, it may have failed due to deterioration over time, because 5 years and 10 months have passed since the device was manufactured. In addition, the sdi1 connector failed due to a failure of the qb board. The exact cause of the qb board failure could not be conclusively determined, because the device has not been returned to omsc. However, it may have been caused by accidental electronic component failure. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.